Manufacturer narrative:
(B)(4). Visual inspection of the returned item found it to exhibit signs of repeated use nicked / gouged and the anterior of the post feature has fractured off. Not all pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that receiving found a piece broken off of the instrument. There was no patient involvement.